Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix l/p on (B)(6) 2008, ventralex on (B)(6) 2009 and sepramesh composite ip. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix l/p on (B)(6) 2008, ventralex on (B)(6) 2009 and sepramesh composite ip. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with implant of composix l/p (device #1). Per operative notes, ¿the hernia defect was identified below the umbilicus and reduced. A composix l/p (device #1) was placed and tacked. ¿ (B)(6) 2009 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with implant of ventralex (device #2). Per operative notes, ¿the previously placed mesh was intact and there is no evidence of recurrence. The hernia defect was identified in epigastric region and dissected. A large ventralex (device #2) was placed and tacked. ¿ (B)(6) 2010 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with implant of sepramesh ip (device #3). Per operative notes, ¿adhesiolysis were performed. The loop of bowel was stuck with previously placed mesh was released. The hernia defect was identified and reduced. A sepramesh ip (device #3) was placed and tacked.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2009) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (catalog no, lot no, UDI), g3, g6, h2, h4, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.